Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-sep-2019 with the following findings: a review of the pump¿s black box showed no activity related to the complaint in the pump histories. There was no data from the time of reported alarm due to continued use. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump was exercised for 12 hours on a 1 unit per hour basal rate with no call service alarms occurring. The complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient received an unknown error code that turned the pump off. Reportedly, the patient removed and replaced the battery. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.